Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; (B)(4). According to the gore® tag® conformable thoracic stent graft instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
On (B)(6) 2015, the patient was treated for a thoracic aortic aneurysm. The physician implanted a conformable gore® tag® thoracic endoprosthesis, and the patient tolerated the procedure. On (B)(6) 2020, the patient was treated for a type ia endoleak. A gore® tag® conformable thoracic stent graft with active control system was implanted, and the endoleak was resolved. The physician had no opinion regarding the cause of the endoleak.